Event description:
Event description boston scientific crm received information that this right ventricular lead had become fractured. During the revision procedure, the insulation of the atrial lead was damaged with a needle. Both leads were explanted and new leads were implanted on the patient's other (right) side. The new leads were connected to the existing pacemaker. Upon viewing electrograms, noise was observed on both the atrial and ventricular channels. The decision was made to explant the device. No noise was noted on either channel of the new device with the newly implanted leads. The explanted products were returned for analysis.